Event description:
It was reported that the display monitor arm on the 2800 system needs to be tightened. There was no report of patient or operator injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Adjusted the floating arm. The system was tested and found to be working as intended and placed back into service.